Manufacturer narrative:
(B)(4). At this time, vyaire medical has not received the suspect device/component from the customer for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that the mean airway pressure (map) was fluctuating while the device was in use on a patient. There was no patient harm associated with this issue. When the customer was performing the zero and span calibration, the zero was high and the customer was not able to adjust it any lower using the potentiometer.